Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings: a review of the pump¿s bolus history showed that multiple 0 unit ezbg boluses were recorded. A 24 duration test was performed with no 0 unit boluses occurring. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were recorded accurately in the pump history. The complaint that the pump was not recording boluses correctly was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the bolus history was not recording bolus amounts correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.